Event description:
The service report shows that the low pressure alarm failed to activate within specification. Co was not authorized by the customer to repair the unit. Therefore, an investigation to determine the reason for the malfunction was not possible. This report is not an admission by co that this device caused or contributed to the event alleged in this report.